Event description:
It was reported that intermittent noise was displayed on the ventricular lead. A review of the egm revealed noise that is characteristic of a lead fracture. As a result, the lead was capped.

Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.